Event description:
A customer contacted baxter's technical service center regarding a connection issue during dwell 1 on the homechoice (hc). The home patient (hp) reported he heard the supply bag fall and disconnect and quickly closed the clamp to the supply line. The technical service representative (tsr) advised hp that he was going to need to disconnect and end the therapy. Tsr assisted hp with ending therapy. Product surveillance followed up with the hp on (B)(6) 2010 who reported he was using a medical table and the weight of the solution bag shifted which caused it to fall off the table. The hp stated there were no defects or problems with any of the baxter supplies. The hp has since made some adjustments with how he is setting up the supplies and has not had any further problems. The hp was able to continue therapy and there was no patient injury or medical intervention associated with this event. Supplies were discarded at the time of the report.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue during dwell 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to the supply bag falling and disconnecting. The lot number is unknown, therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.